Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), a device malfunction occurred. During preparation for a peripheral atherectomy procedure, it was noted that saline would not flush through the distal end of the peripheral device. The device was replaced to complete the procedure and no patient consequences were reported.

Manufacturer narrative:
The reported oad was received for analysis. The saline sheath was found to be separated at the nose cone glue plug, which is consistent with the reported event of fluid not flushing through the device. It was unable to be determined when or under what conditions the saline sheath became separated. The drive shaft and sheath were observed to have return shipping damage due to lack of protective packaging. It could not be determined if the shipping damage contributed to the separated sheath. At the conclusion of the device analysis investigation, the reported event may have been related to the separation of the saline sheath, however the cause of the separation could not be confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).